Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a possible association exists between the liberty cycler and the reported adverse event of hernia. The patient¿s hernia was not pre-existing prior to the initiation of pd therapy, however there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of a machine malfunction or a machine failing to perform as expected. Increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Additionally, the placement of a pd catheter is a risk factors for increased likelihood of hernia formation or enlargement. Hernias are a known complication of pd therapy. Therefore based on the available information causality cannot be fully determined. Should additional information become available, this investigation will be reevaluated accordingly.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized due to a hernia surgery (location of hernia and procedure type unknown). The pd nurse reported the hernia was not a preexisting condition prior to the patient beginning pd in 2017. The hernia occurred in the fall of 2017. The peritoneal dialysis registered nurse stated the surgery was elective and non-emergent. The hospital course and discharge disposition of the patient are unknown, as the records were unavailable. The pd nurse stated the patient transitioned to hemodialysis (hd) for renal replacement therapy while recovering from surgery until (B)(6) 2017. The pd nurse stated the patient attempted to do pd treatment but encountered some issue (specifics unknown). The patient is continuing to do hemodialysis without issue, and the hernia is reportedly recovering.